Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and the back haptic tore off while inserting the lens. The lens was removed and the back up lens was implanted without any patient injury.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing and there was a clear surgical residue on the lens. A work order search was conducted and there were no similar records found.